Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an inappropriate shock. Interrogation of the implantable cardioverter defibrillator revealed that it delivered a shock for atrial fibrillation. No programming changes were made. The physician would monitor and adjust the patient's medication. The patient was stable throughout the event.